Manufacturer narrative:
The device was not received for evaluation. Therefore, the report of the balloon failing to deflate could not be confirmed and the root cause could not be determined. The device will be inspected when returned to determine the root cause of the reported issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
While preparing the device, the balloon could be inflated. However, it could not be deflated. A different device of the same size and from the same lot was used as a replacement. The procedure was completed without issue using the replacement device. No patient injury or adverse health effects were reported.